Manufacturer narrative:
Due to an administrative error this report (MFR number: 2950347-2022-00006) was submitted against an incorrect manufacturer. An initial report will be submitted under MFR number: 3015232217-2022-00018 in order to correct this error.

Event description:
The customer reported that mosaiq is not recording the cone beam computed tomography (cbct) shifts correctly.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.